Manufacturer narrative:
Pt information was not available at the time of this report. The device has not been returned to the manufacturer. A replacement part resolved the issue.

Event description:
A medtronic representative reported that at the end of a surgery with an stealthstation s7 and an o-arm, the s7 screens went black and received no signal. There was no reported impact on pt outcome.